Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, diarrhea, and cloudy effluent. The cause of the peritonitis was reported as the patient had unspecified digestive trouble from food; however, this was unable to be medically confirmed, therefore the cause of the event was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Upon follow up, it was reported six days prior to the receipt of this report, dianeal therapy was discontinued (current mode of dialysis not reported). At the time of this report, the patient had not recovered (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.